Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via the manufacturer representative that the patient had pain at the pocket site. No external or patient factors were reported that may have contributed to the issue. The surgeon relocated the battery from the left buttocks to the left flank. The issue was resolved at the time of the report. No device issues reported.